Event description:
It was reported that the right ventricular (rv) lead was triggering alerts for high rv defibrillation coil impedance out of range. The lead has had a gradual, stable rise in impedance on defibrillation coil. The alert threshold has been raised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was triggering alerts for increasing impedances. The lead has had a gradual, stable rise in impedance. The alert threshold has been raised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).